Event description:
On (B)(6) 2005 patient presented with ¿four month history of radiating pain from her neck down her left arm. She slates that the pain is on both the medial and lateral aspect of the upper arm and radiates down to the lateral aspect of her forearm involving her thumb and first digit. She denies any weakness or numbness. She notes some occasional tingling in the ann. She denies any difficulty using her hands. Bowel or bladder incontinence, or difficulty with her gait.¿ on (B)(6) 2005 patient presented with ¿cervical radiculitis in the c6 as well as the c7 nerve root distribution, posterior evidence of disk bulges and neural foraminal stenosis at the c5/6 and c6/7 level on the left hand side.¿ patient underwent anterior cervical discectomy and fusion at c5/6 and c6/7 using rhbmp-2/acs, hydrasorb and atlantis plate instrumentation. On (B)(6) 2005 patient was seen for follow up. ¿she presented with a cervical radiculopathy. Postoperative she has done very well and has no further pain in her arms. She noted some difficulty with her speech as well as mild swallowing difficulty. Mainly after surgery. I suspect that this is related to retraction at the time of surgery. She has no particular complaints. She is wearing her ebi bone growth stimulator.¿ on (B)(6) 2005 patient was seen for follow up.¿she has done very well. Her symptomatology has resolved in her arm. She has noted some hoarseness in her voice since surgery however. It is improving.¿ on (B)(6) 2007 patient seen for follow up. Patient ¿complaining that her back has been hurting her for several months now. She has had on and off left leg pain that has been shooting down. She is seeing another doctor for this, who prescribed motrin. It is getting better. She is not seeing physical therapy for it. She is also complaining of red eyes and headache.¿ on (B)(6) 2007 patient seen for follow up. Patient ¿complaining of headaches, dizziness, no tinnitus, no hearing problems, double vision. She states that she gets blurred vision, with some jaw claudication at times. This only happens when she gets a headache that she gets the jaw pain. Starts in the head, goes to the neck. She is also having some weakness in her left extremity.¿ (B)(6) (B)(6) 2007 patient underwent imaging films. Imaging interpreted as ¿straightening of the normal cervical lordosis with postoperative change of the cervical spine. C5-6 and c6-7 postoperative changes with minimal scarring and no evidence of significant narrowing of the spinal canal or neural foramina.¿ on (B)(6) 2007 patient seen for follow up. Patient ¿having some fluid retention. The MRI of her brain is within normal limits. The MRI of her neck shows some postoperative changes and some scarring, but no evidence of cervical changes.¿ on (B)(6) 2008 patient seen for office visit. Patient complaining of some left knee pain. A/p ¿chronic acl tear and left knee medial meniscus tear, migraine headaches, dry eye syndrome¿ (B)(6) 2008 patient seen for follow up. Patient presents with ¿persistent hoarseness and non-resolved right true vocal cord paralysis since right cervical spine surgery 2-3 years prior. Patient underwent microsuspension laryngoscopy with right true vocal cord radiesse injection.¿ on (B)(6) 2008 patient seen for follow up. Patient ¿complaining of some breathing issues, and they were prior to her vocal cord surgery for her vocal cord dysfunction; otherwise she is having some wheezing spells.¿ on (B)(6) 2008 patient seen for follow up. Patient ¿complaining of more frequent breathing problems recently. Does not sound like this is coming from asthma; it seems to only be transmitting from the trachea. It could be from her vocal cord dysfunction.¿ on (B)(6) 2009 patient seen for office visit. Patient ¿complaining of brat pain underneath her breast area, on and off, since friday. She states that it gives her stiff jolts that last for a couple of seconds, and then goes away. No diaphoresis; although she stated that one time it started right underneath her left breast, and did travel up into her throat.¿ on (B)(6) 2009 patient seen for office visit. Patient ¿complaining of pain and tenderness in her left shoulder area, but no trauma.¿ on (B)(6) 2009 patient seen for office visit. Patient ¿complaining about her asthma. She is getting some pbcs frequently. Her throat and her vocal cords are doing well, and her anxiety is doing well. She states that as soon as we decreased her dose of medication, she started having to use her inhaler more, which caused more pbcs and palpitations.¿ 09/21/2009 patient seen for follow up. Patient complaining of pain in her right groin area that has radiated around to her back for three weeks. She was recently treated for a uti, which did not resolve the pain.¿ on (B)(6) 2009 patient seen for follow up. Patient complaining of ¿abdominal and pelvic pain. Sometimes radiates from her back. Patient also has abdominal discomfort. Radiates in the groin and lower extremity.¿ on (B)(6) 2010 patient seen for office visit. ¿at the present time now complains of severe intractable pain waking her up at night. Patient has literally zero vitamin d. She has probably osteomalacia with bone compression fracture. Keeping her up at night.¿ on (B)(6) 2010 patient underwent lumbar MRI. Imaging interpreted as ¿mild degenerative chanes w/o significant central canal stenosis. Shallow right paracentral disk protrusion at l2/-l3. Minimal central canal stenosis l4/5.¿ on (B)(6) 2010 patient seen for follow up. ¿the patient is seen here with degenerative arthritis of the spine noted, mild spinal stenosis. The patient was also found to have vitamin d deficiency. She is markedly improved with severe muscle aches and pains.¿ on (B)(6) 2010 patient seen for follow up. Patient continues to be evaluated for: severe vitamin d deficiency, elevatedbm index, asthma, spinal stenosis and degenerative arthritis of the spine, cervical disk disease with fusion vocal cord dysfunction, reactive airway disease, sinusitis, health maintenance - diet. On (B)(6) 2010 patient seen for follow up. ¿acute pharyngitis for which she was advised to discontinue talking. Could be due to fungus overgrowth from the steroids or it could be due to severe tracheobronchitis and epiglottis.¿ on (B)(6) 2011 patient presents with neck pain. This condition occurred without any known injury. Symptoms are located in the entire neck. Onset was gradual 3 month(s) ago.¿ on (B)(6) 2011 patient underwent cervical spine imaging. Imaging interpreted as ¿stable appearing anterior fusion at c5, c6 and c7. Prominent osteophytes are present anteriorly at c4 and slightly in the c4-5 disc space. The neural foramina are not encroached by osteophytes.¿ on (B)(6) 2011 patient ¿presents for follow-up of microsuspension laryngoscopy with vocal cord injection on (B)(6) 2008, the patient states she is doing well without complaints. The patient states her preoperative symptoms have improved and voice is still hoarse since surgery. She has problems with vocal fatigue with prolonged loud periods of talking.¿ on (B)(6) 2012 patient seen for office visit. Patient ¿complains of shooting stomach pain for about one month. Patient says the pain comes and goes but when it comes it hurts so much that she gets nauseous. Patient says the pain radiates from the front around to her right side and back.¿ on (B)(6) 2012 patient underwent magnetic resonance cholangiopancreatography (mrcp). Imaging interpreted as ¿abdominal pain, diarrhea and right lower quadrant pain. Abnormal pancreas on CT. Diverticulitis.¿ on (B)(6) 2012 patient underwent cervical spine imaging. Imaging interpreted as: anterior interbody fusion appears solid c5-c6, facet artbropathy and left-sided neural foraminal narrowing c5-c6.

Event description:
Reportedly, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was pre-operatively diagnosed with cervical radiculitis and underwent the following procedures: anterior cervical discectomy and fusion, cervical 5-6, cervical 6-7, with bone morphogenic protein, hydrasorb plate, 42.5, fluoroscopy, and intraoperative dissection. As per op-notes,¿ this was incised and removed using punches. Neural foramen were inspected and noted to be markedly open. The end plates were decorticated and a size 8 graft was placed into the c5-6 level and a size 10 graft was placed in the c6-7 level and filled with bmp. Bony bleeding was controlled with floseal. The epidural space was covered with gelfoam. The operative microscope was brought onto the field. A size 42.5 plate was used. This was a plate: 32 mm screws were placed in cs, c6, and c7. They all had good purchase.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.